Manufacturer narrative:
Tracking number: (B)(4). Date sent: 3/28/2016 information is unavailable. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the blade fall into the patient? If yes: how was the blade retrieved from the patient? Did the retrieval of the blade alter the procedure? If yes: please explain: this is to update you that the blade fell into the patient and it was retrieved using a grasping lap instrument.

Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the active blade in device probe broke while performing first surgery with the device. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m90t2f. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the shrouds were slightly separated. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. In addition, it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.